Event description:
It was reported the patient has not recharged her ipg as recommended. As a result, the charger and programmer can no longer communicate with the ipg. The patient is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Correction/ removal reporting #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.